Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent a procedure on an unknown date. During the procedure, the needle separated from the suture after using only about a third of it. No additional information was provided.